Event description:
It was reported that a dexcom g7 continuous glucose monitor was providing readings in the dexcom app but failed to pair with the ilet, and pairing was achieved after the caregiver toggled the g7 bluetooth off and on and restarted the sensor using the sensor code 5062. Symptoms included no adverse clinical effects or alarms. Outcomes included no impact to health and no need for medical care. Investigation included troubleshooting and user education conducted by customer support. Investigation of this case revealed a pairing failure isolated to the ilet interface that resolved after standard connection reset steps, indicating a transient connectivity issue without device damage or malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user interface or connectivity interaction consistent with use-related or environmental factors.